Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 for a percutaneous lead (driveline) infection. A chest computed tomography was performed and showed an increased thickening, inflammatory fat stranding, and fluid surrounding the driveline in the right abdominal musculature and in the right anterior abdominal subcutaneous tissues consistent with a driveline infection. The white blood count was 12.0 k/cumm (3.8-9.9); temperature 100.0 f. A wound culture revealed pseudomonas aeruginosa. Vancomycin 1500 mg intravenous piggyback (ivbp) was initiated every 12 hours and cefepime 1000 mg ivbp every 8 hours. On (B)(6) 2018, infectious disease was consulted and recommended continuing the antibiotics. The following day vancomycin at 1250 mg ivbp every 12 hours (stopped (B)(6) 2018). On (B)(6) 2018, vancomycin was lowered to 1000 mg ivpb every 12 hours. On (B)(6) 2018, the patient went to the operating room for excisional debridement of the driveline exit site and washout of the wound. The patient¿s 720 day visit was completed on (B)(6) 2018 and the patient still hospitalized at the time of 720 day visit and outcome date. On (B)(6) 2018 white blood cell count 10.4 k/cumm; temp 98.1 f. The patient remains on cefepime 1000 mg ivpb every 8 hours and vancomycin 1000 mg ivpb every 12 hours. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.